Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat prolapse and stress urinary incontinence and a sling was implanted. It was reported that following implantation the patient experienced infection, bleeding, dyspareunia, vaginal scarring, and urinary/bowel problems. The patient underwent mesh revision on (B)(6) 2012 by implanting surgeon due to erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.